Manufacturer narrative:
Corrected information: no eval explain code.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately nine months after device replaced. Additional information obtained noted that the patient had been in an unknown type of an accident five days prior to death and the patient was in a neck brace. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summar: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, implantable pacing lead, implanted: (B)(6) 2003. A 5076-52, implantable pacing lead, implanted: (B)(6) 2003. (B)(4).